Event description:
The customer reported error e216 (scope communication error) occurred on the subject device during the daily routine inspection. When the field service engineer evaluated the device, a biological stain was found on the connector. When the device was sent to olympus for evaluation, heavy corrosion was found on the coupler unit. There was no effect on a patient due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed error e216 occurred due to a faulty cable assembly and heavy corrosion was found on the coupler unit which caused friction in the movement of a coupler. In addition, the pins of the cable unit were deformed, the charge-coupled device was heavily corroded, the focus button was deformed, and water leakage was coming from the focus buttons. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the following had occurred in the current product: (1) error e216 (scope communication error); (2) coupler with severe erosion. Therefore, it was determined that the friction was large when the coupler was operated; (3) there was stain in the connectors. From the above investigation results, it was possible that the image issue was caused by a malfunction of the cable, and that the phenomenon indicated [error e216 (scope communication error)] occurred. Also based on the above investigation results, the causal factors for the phenomena of ¿coupler with severe erosion. Therefore, the friction is large when the coupler is operated¿ and ¿there is a stain in the connectors¿ could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.